Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose level was elevated to 22mmol/dl the day prior. The reporter indicated that the pump suggested to deliver 20 units however they believed this to be incorrect and delivered 9 units instead. The patient has continued to use the pump and the corrections are being manually calculated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.